Manufacturer narrative:
A good faith effort (gfe) was conducted to obtain further details to clarify if the speaker produced sound, it was confirmed that the speaker did not function at all. A philips remote service engineer (rse) spoke to the customer and confirmed that "the speaker was defective". The rse determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
It was reported that a mp2 speaker was defective and the speaker did not function at all. The device was in use on a patient at the time of the event. There was no adverse event reported.